Manufacturer narrative:
This report was submitted in error as there was no issue with the connecting tube, and it would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
Additional information received from the customer stating that there is no problem with the connecting tube.

Event description:
It was observed that during the device evaluation, the connecting tube exhibited continuous air bubbles when the cleaning tube was attached to the distal end. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.